Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery was at normal end of life. It was noted that telemetry and output were okay.

Manufacturer narrative:
Product ID 3387-40, lot# j0444147v, implanted: (B)(6) 2005, product type lead. Product ID 3387-40, lot# j0331892v, implanted: (B)(6) 2005, product type lead. Product ID 748251, serial# (B)(4) implanted: (B)(6) 2005, product type extension. Product ID 748251, serial#(B)(4), implanted: (B)(6) 2005, product type extension. Product ID neu_ptm_prog, serial# unknown, product type programmer. Patient product ID neu_ptm_prog, serial# unknown, product type programmer. (B)(4).

Event description:
It was reported that the patient could not adjust stimulation. It was noted that the patient programmer displayed a call your doctor icon. It was reported there was an out of regulation (oor) condition. It was noted that the controller was not working. It was noted that the patient just saw a bunch of lines on the programmer. It was noted that the patient just went to the health care provider (hcp) and was going to have the battery changed (B)(6) 2013. It was noted that the oor message started a couple weeks ago. It was reported that elective replacement indicator (eri) was flashing on the screen once and the oor was cleared. Additional information received reported that the implantable neurostimulator (ins) was at the elective replacement indicator (eri). It was noted that there was no abnormal impedance measurements. It was noted that battery depletion was premature. It was noted that the ins was replaced with a rechargeable device on (B)(6) 2013. It was noted that the results of the replacement were unknown as of yet as surgery was only a short time ago. It was noted that the patient did not require hospitalization due to the event and had no injury. It was noted that the ins before explant read: left (3.4, 90, 170) and right (3.4, 60, 170) with the battery at 2.54 volts.

Event description:
It was reported the ins had depleted faster than anticipated, "like in less than 2 years". It was noted the voltage on the battery was "weird because it went up, down and then up".

Manufacturer narrative:
Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available. (B)(4).

Event description:
Additional information received reported that there was premature battery depletion. It was noted that the physician wondered: why the battery depleted so fast. It was noted that the physician further wondered why the battery reading was inconsistent between neurologists, who read 2.54 volts the week prior, whereas on the day of replacement the battery voltage was 2.73 volts. It was noted that a battery replacement was a required action. It was noted that impedance testing was performed and were normal. It was noted that the settings were active on group 6 with the voltage range between 0 and 4.6 volts possible with once active contact per side with a pulse width of 90 and 60, and a rate of 170 hertz. It was noted that the inactive group a had also one active contact per side, a voltage range of 0 to 4.8 and 0 to 4.4. It was noted that the time spent on different groups was unknown by the reporter. It was noted that the patient was alive with no injury at the time of the report and there were no patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.